Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that doesn't turn on, "no prende". This condition was found in the pediatrics department. The quality engineer later assigned the as determined problem to be the damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that would not turn on was confirmed during product evaluation. This condition was caused by a depleted main battey. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.